Event description:
The customer reported that the defibrillator was dropped, resulting in physical damage. It was suggested that there was damage to the display. The device was not in use on a patient at the time of the event.